Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the top case, cracking on the right plunger case and bottom case and signs of contamination. It was also observed that the battery was missing. Functional testing found that the device was alarming with a blank screen at power up. The investigation determined that an incomplete upload from base to head by the customer was the cause of the reported issue. The software was correctly uploaded. Preventive maintenance was performed as well as all functional testing which the device passed. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the pump had a blank screen failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.